Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6)2006. The pt reported the scs therapies were no longer helping with her pain. A cat scan of the pt's implant area revealed that the thoracic percutaneous lead had migrated. Follow up with the pt found that she had recently been involved in a car accident. The physician capped the lead, surgically burying it near the lead extension. As the lead was thought to have been pressing on a nerve root, the physician did not immediately replace the lead. Once the area around the nerve root has healed, the physician will implant a new lead. No additional info is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.